Manufacturer narrative:
This report is being updated to report additional information/corrected information. Additional/corrected information is reported in b5, d10.

Event description:
Additional/corrected information: case with patient identifier (B)(6) reports the third patient/procedure the scope was used for after the case using the poly-loop (and the loop fell out of the scope channel into the patient with no adverse effects). Case with patient identifier (B)(6) reports the first patient/procedure the scope was used for after the case using the poly-loop (with no issues or adverse effects). Case with patient identifier (B)(6) reports the second patient/procedure the scope was used for after the case using the poly-loop (with no issues or adverse effects). Case with patient identifier (B)(6) reports the poly-loop that was used in the patient/ procedure preceding the 3 patient procedures reported in (B)(6) (with no adverse effects to the patient).

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d9, h3, h4, h6, and h10. It was previously reported by the customer that the suspect device would not be returned for evaluation. The device has since been returned and evaluated by olympus. Physical evaluation of the suspect device reveals: brush passage was ok. The device passed the dunk test, there are minor scratches on the camera switch. The angulation is low. The cover plastic has dents and scratches. The adhesive rubber glue is cracked. There is minor shakiness in the insertion tube. The device history report (DHR) of the suspect device was reviewed. There were no abnormalities noted in the manufacturing of the device. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: 4.2 suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. (Reprocessing manual) warns that insufficient reprocessing of the device leads to infection control risk as follows: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Conclusion: the definitive cause of the reported event could not be concluded. Olympus judged that the debris was solid matter because it was a piece of end therapy accessory. Based on this information, the user presumably suctioned debris of end therapy accessory, which was prohibited in chapter 4.2 of IFU. The debris has remained in biopsy channel or suctioning channel. We presume that the debris were not discharged by reprocessing process because there were some problems with blushing method performed in manual cleaning at the user facility. The event occurred because debris of end therapy accessory remained in biopsy channel and was not discharged by reprocessing afterwards. We could not specify why the debris was not discharged from biopsy channel by reprocessing, because the user facility did not agree with confirmation of reprocessing steps by olympus endoscopic support specialist (ess).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. An endoscopic support specialist (ess) was dispatched to the facility to offer education and observation of current reprocessing procedures. The customer expressed that they are planning a skills day for all staff in early may and will be educating the staff. The customer declined an onsite visit from the ess to observe the staff reprocessing at this time. Information was emailed to the customer by the ess to emphasize the proper inspection techniques of the instrument channel as well as a list of compatible endotherapy devices for inspection (as outlined in the instructions for use). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii colonovideoscope, as the biopsy forceps were advanced through the biopsy channel, the staff noticed debris (that appeared to be an endo loop from a previous procedure) was expelled into the patient. The debris was removed from the patient. The patient experienced no adverse effects as a result of this occurrence.